Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare technical support performed a checkout of the system and confirmed the reported issue. The gas inlet valve was cleaned and replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).